Manufacturer narrative:
(B)(4). An unused sample of lot 1207055 was received for evaluation along with a baxter set. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by filling the bag approximately half full with water. The set was then spiked into the bag and checked for leaks and spike fall out. The bag operated per specification during all performed testing with no leaks or spike fall out noted. The reported condition was not verified. A batch review was conducted for lot 1207055 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix total parenteral nutrition bag leaked oxaplatin prior to use at the connection with the spike. This was used with a baxter solution set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.